Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the mid superficial femoral artery (sfa) artery. During the procedure, the jetstream device became stuck on the thruway guidewire. The system was removed and the procedure was completed with another of the same jetstream device. There were no patient complications and the patient was fine.